Event description:
Nineteen minutes into the bypass procedure blood was noted leaking from the vent port of the oxygenator. Pt was monitored closely for the remainder of the procedure. Blood loss from the oxygenator noted as 25-25cc. There was no pt detriement and no medical intervention was required.